Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reey0599 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "when retracting needle piece of catheter came out." A detailed description of the event: I was training a clinician with accucath. After successful placement, catheter hub septum came out with the guidewire. We removed catheter immediately and I saved the needle with guidewire. Catheter hub was not saved. Were all the missing/broken pieces retrieved and accounted for? No just safety needle at what point during device use (i.e. Insertion, infusion, removal) did the break occur? When the safety button was clicked after advancing the catheter.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter flow actuator was confirmed; however, the root cause was not identified. The product returned for evaluation was one two photographs which depicted a 20ga x 1.25¿ accucath peripheral IV catheter assembly. Both photographs depicted the distal region of the assembly. Biological residue was observed on the device. The catheter had been advanced and was not evident in the photographs. The needle appeared to be fully withdrawn into the housing. The guidewire protruded from the housing. What appeared to be the flow actuator remained on the coil region of the guidewire. The flow actuator appeared to remain on the guidewire in both photographs; however, inspection of the photographs was insufficient to identify the cause of the flow actuator dislodgement from the catheter. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation and flow actuator damage.

Event description:
It was reported "when retracting needle piece of catheter came out." ¿ a detailed description of the event: I was training a clinician with accucath. After successful placement, catheter hub septum came out with the guidewire. We removed catheter immediately and I saved the needle with guidewire. Catheter hub was not saved. ¿ were all the missing/broken pieces retrieved and accounted for? No just safety needle ¿ at what point during device use (i.e. Insertion, infusion, removal) did the break occur? When the safety button was clicked after advancing the catheter.